Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to process gap in order processing. It turned out that the fio2 options are not completely installed on the replacement main board received by customer. Once the update is performed the issue resolved. Reached out to customer but no response received.

Event description:
It was reported that the bellavista1000 ventilator presented failure in motherboard, when turning on the equipment it did not start the software, it kept restarting multiple times. The customer informs vyaire technical support that a mainboard arrived for a bv that had previously reported the failure. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. Vyaire requested to return the device for evaluation. Also, vyaire asked the customer why the original main electronic was replaced. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.